Event description:
A patient requested explant of their evoke spinal cord stimulation (scs) system to accommodate an upcoming surgery. The evoke scs system was confirmed to be operating as intended prior to explant.

Manufacturer narrative:
An elective explant of evoke scs system was performed. The explant was due to an upcoming planned surgery. The evoke scs system was confirmed to be operating as intended prior to explant.